Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl at the time of the incident and current blood glucose was 578 mg/dl. The customer was treated with manual injection. The customer reported that they had no delivery alarm during the priming. The troubleshooting was performed and was advised to manually push plunger to see if insulin exits the tubing. Customer states insulin did not exit the tubing. The customer declined troubleshooting for high pressure test. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.